Event description:
Arrow iabp(intra-aortic balloon pump) was utilized with a maquet machine. Product code and lot number (iab-06850-u and 18f23l0052, respectively) were mentioned in an urgent medical device notification from teleflex dated april 2024. Our patient had alarms matching those contained in the notification, namely, "catheter balloon restriction". The patients' vitals remained stable, but alarms were present throughout the weekend. Pt discharged home after heart surgery in stable condition.